Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer fell the stairs with the insulin pump on. The customer was hospitalized not device related. The blood glucose reading was 729mg/dl. Troubleshooting was performed. Ran a self test and passed. Hours later, the customer was hospitalized again for high blood glucose. The programming in the device was correct. Ran a fixed prime and passed. However, the high pressure test failed. No further information was provided.